Manufacturer narrative:
The obtained measurements with this lead were good and this lead was used with the new device. Should any additional information become available, this event will be updated.

Event description:
Boston scientific crm received information that during a device change out procedure, the setscrews were loosened and the physician felt resistance when attempting to remove this right atrial lead. The terminal pin of the lead became separated from the lead body and remained stuck in the header of the device. The terminal pin was successfully removed from the header of the device.